Event description:
Treatment of a right petrous aneurysm. During pipeline deployment, it was reported that the physician used a balloon to ensure that the second pipeline had full wall apposition (which is an option presented in the instructions for use) since they did not have clear visibility of the pipeline. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).